Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a dislocation of their left thr. Update: (B)(6) 2020: the patient¿s hip was successfully relocated in the accident & emergency dept & did not require admission to hospital.

Manufacturer narrative:
Reported event:  an event regarding  dislocation involving trident liner was reported. The event was confirmed based on medical review. Method & results:  device evaluation and results: not performed as product remained implanted. Clinician review:  a review of the provided medical records and/or x-rays by a clinical consultant indicated: the records were incomplete, and it was difficult to clearly determine a chronologic history. The patient was chronically unstable with multiple dislocations. Revision surgeries were required. The adm/mdm polyethylene disassociated from the head likely on attempted relocation. Obtaining the implants may help to determine if the locking mechanism was dysfunctional or if the disassociation was appropriate based on stresses applied. Device history review: indicate all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion:  an event regarding  dislocation involving trident liner was reported. The event was confirmed based on medical review . The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient had a dislocation of their left thr. Update: 24 august 2020: the patient¿s hip was successfully relocated in the accident & emergency dept & did not require admission to hospital.